Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). It was noted that patient experienced discomfort. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.